Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of laparoscopic assisted distal gastrectomy, a reload was connected to a handle. The surgeon perceived the tissue being slightly thick but closed the jaws anyway. To adjust the jaws position, the surgeon open the jaws and tried to re clamp the tissue however could not close the jaws. The surgeon confirmed the reload was not pre-fired. Replaced by new handle, and the surgeon connected the same reload, and the surgeon clamped the tissue and closed the jaws, then the firing was successful. There was no patient injury.